Manufacturer narrative:
Device evaluation: the report of low speed events were confirmed through the analysis of the submitted system controller log files. Approximately 16.5 inches of the external portion/distal end of the driveline was replaced and returned for evaluation. An electrical continuity testing was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of any breaches to the wire insulation or damage to the underlying conductors. The driveline was submerged in a saline bath for high potential testing and the test did not reveal any current leakage through the insulation of any of the driveline wires that would have resulted in an electrical short. A specific cause for the events captured in the submitted log file could not be conclusively determined through the evaluation. X-ray images of the internal and external portions of the driveline revealed no areas of shield breakdown. The patient was provided with ungrounded patient cables for use with the power module and remains ongoing on lvad support. No additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient presented to the clinic due to a suspected compromise of the driveline wire internal to the patient. The submitted system controller log file revealed pump stoppage events on (B)(6) 2017 following the replacement of the distal end/external portion of the driveline, while the patient was connected to the power module. Two ungrounded patient cables were sent to the hospital to provide to the patient for use with the power module. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient woke up to an unknown alarm produced by the system controller, and complained of dizziness that was unresolved with fluid intake. The patient was evaluated in the clinic, and system controller interrogation revealed decelerations in pump speed. It was reported that the patient's dog had punctured an area of the driveline. A distal end percutaneous lead (driveline) replacement was completed. No additional information was provided.